Manufacturer narrative:
Weight, ethnicity, race:unk. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 lens, -7.0/+4.0/112 (sphere/cylinder/axis) into the patient's left (os) eye on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to blurred vision, double-vision, and near vertical rotation of lens. Attempts to obtain additional information have not been successful.